Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
The customer's pump would not charge. Reportedly, there was no impact to the customer's blood glucose level.